Event description:
It was reported that the patient received an inappropriate shock due to oversensing noise. The noise was able to be reproduced when manipulating the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode in the pocket on all three vectors. It was noted that alternate and primary sensing vectors were more affected by the noise than primary. X-ray images were taken and a fracture was observed. Subsequently a revision procedure was performed where the electrode was explanted and replaced. Boston scientific technical services (ts) was consulted to review data. Upon review, ts noted the noise appeared to be consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and stated that the typical recommendation would be to have the complete system replaced. Ts suggested further troubleshooting with the existing device and newly implanted electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing noise. The noise was able to be reproduced when manipulating the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode in the pocket on all three vectors. It was noted that alternate and primary sensing vectors were more affected by the noise than primary. X-ray images were taken and a fracture was observed. Subsequently a revision procedure was performed where the electrode was explanted and replaced. Boston scientific technical services (ts) was consulted to review data. Upon review, ts noted the noise appeared to be consistent with transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and stated that the typical recommendation would be to have the complete system replaced. Ts suggested further troubleshooting with the existing device and newly implanted electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.